Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned partially deployed. The complete suture with posterior needle tip was loaded in the device. The posterior cuff with link was still in the foot pocket and its cuff tabs were undisturbed, the anterior cuff had detached from the needle tip. Based on the findings of the investigation, a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. The posterior cuff miss resulting in an anterior cuff to needle tip detachment would prevent the suture from being harvested from the device. Based on these findings the reported failure to deploy suture experience is confirmed. A proxy plunger was inserted into the device and the needle trajectory was acceptable. The posterior foot was examined and no needle strike marks were detected indicating the posterior needle was deflected outside of the foot pocket during deployment. The most probable cause for the posterior cuff miss and subsequent failure to achieve harvest the suture is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality inspection deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for incidents for failure to deploy sutures for this lot. No manufacturing or quality inspection deficiency was detected. During manufacturing, the needle trajectory of each device is inspected twice.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring last week). The device was received. Investigation is not complete. A follow up report will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the plunger was removed, the sutures appeared to be exposed and not placed properly. The device was rewired and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.